Event description:
Reporter alleged the patient received a discrepant blood glucose result of hi (greater than 600 mg/dl) on the inform system compared back to back with a result of 153 mg/dl on the lab system when testing was performed within 10 minutes. Reporter indicated that the patient was given 19 units of novolog and 10 units of levemir based on the hi result before the lab result was reported. Reporter faxed in information documenting that the patient was also treated for hypoglycemia with dextrose about 3-7 hours alter. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.